Manufacturer narrative:
(B)(4). Device is a combination product. Device evaluated by MFR: the device was not received for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause was unable to be determined. (B)(4)

Event description:
(B)(6) clinical study. It was reported that worsening of coronary artery disease (cad) and in-stent restenosis (isr) occurred. In (B)(6) 2013, the patient was presented due to unstable angina and was referred for cardiac catheterization. The 90% target lesion was an in-stent restenosis located in the first diagonal and was 5 mm long with a reference vessel diameter of 2.5 mm. The target lesion was treated with placement of a 2.50x8mm pe plus stent. Following post-dilatation, residual stenosis was 0%. On the following day, the patient was discharged on aspirin and clopidogrel. In (B)(6) 2016, the patient was presented due to worsening coronary artery disease (cad) and was referred for cardiac catheterization which revealed 60% in-stent restenosis (isr) located in the first diagonal and was treated with balloon angioplasty using 2.75x12mm non-bsc balloon catheter with 0% residual stenosis. On the same day, the event was considered resolved.